Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was alleged to be inaccurate. Reportedly, the cgm blood glucose (bg) reading was 500mg/dl, and the meter bg reading was over 500mg/dl. The customer went to the emergency room (ER) and was subsequently hospitalized with an elevated blood glucose (bg) level above 500 mg/dl. Customer was treated with a intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer was released on july 18th, 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.